Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the resistance occurred when retrieving the pushwire after pipeline stent deployment. The healthcare professional (hcp) believed the ptfe sleeves were the root of the delivery system retrieval resistance problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that left internal carotid artery (ica) aneurysm and further posterior communicating (pcom) artery aneurysm. Pipeline landed distal ica and opened well distally. Proximally landed in straight segment of ica, on going through the stent with microcatheter to recatch the delivery system, clinician needed to exert a lot of forward force to try to recapture the sleeves prior to removal through the stent. Clinician was unable to capture and decided to bring system out without recapturing within the microcatheter. On examination ex vivo the microcatheter appears concertinaed and damaged. Clinician was unable to capture ptfe sleeves prior to system removal, causing catheter concertinaing. Patient well post procedure, good result angiographically. Stent remains in situ and well apposed to vessel wall. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There was catheter resistance in the distal section. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing flow diversion surgery for treatment of an amorphous, unruptured left ica pcom aneurysm with a max diameter of 7 mm and a 3.4 mm neck diameter. The landing zone was 3.5 mm distally and 3.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery. Dual antiplatelet therapy (dapt) was administered, clinician was aware of levels. There was good angiographic result post procedure. Ancillary devices include a benchmark 95cm 6f 071penumbra guide catheter.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex shield pushwire and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex shield was returned within the phenom 27 catheter. The pipeline flex shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: the pushwire was returned extending out from catheter hub. In addition, the sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. However, the proximal tip coil was found to be stretched. No other anomalies were observed. ¿testing/analysis: the pipeline flex shield pushwire was pushed out from catheter without any issue. ¿ conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 were confirmed to have resistance as the pipeline flex shield pushwire was found to be damaged and the pushwire was returned within catheter. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. The phenom 27 catheter is compatible to use with pipeline flex shield, , the patient's vessel tortuosity was moderate. Which eliminates these factors out as potential causes. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.